Event description:
A report was received that the patient did not feel his scs was working properly, regardless of the programs he runs on it. It was noted that the lead had moved. The patient will undergo a lead revision procedure.